Event description:
It was reported that the user experienced hyperglycemia with continuous glucose readings up to 302 mg/dl and a confirmatory fingerstick of 293 mg/dl, persisting for several hours while using the ilet system with a contact detach steel infusion set on the abdomen; a full supply change was completed, after which glucose trended down from 280 mg/dl to 149 mg/dl. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component involved, and the medical device problem could not be characterized due to limited data. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.